Event description:
The surgeon experienced t2 sliding down without advancing the trigger. He stated that both implants went in at the same time. This issue was experienced with two devices during this case. No further info. Is available.